Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation the burned c-cover was likely caused by overheating o the device. Additionally, the chipped c-cover was likely caused by stress. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited the c-cover is burnt and chipped. There was no patient involvement.